Manufacturer narrative:
During preliminary engineering evaluation, the sheath shaft was observed to be kinked, a circumferential delamination (2" in length) of the sheath distal tip was confirmed and the liner did not appear to be torn.  Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, post valve deployment, during the retrieval of the commander delivery system, as the tip of the esheath was opened, ¿it cut open the balloon¿.  The doctor tried many times to remove the commander delivery system by rotating the device and keeping the esheath stable but was unsuccessful.  The atrion was fully deflated and there was no retained volume.  After many attempts the delivery system was removed with the esheath.  There was no injury to the femoral artery and no bleeding occurred. Per pre-deco engineering evaluation, circumferential delamination (2" in length) of the sheath distal tip was confirmed.

Manufacturer narrative:
The sheath and delivery system were returned to edwards lifesciences for evaluation.  The returned sheath and delivery system were visually inspected for any abnormalities.  The sheath shaft was observed to be kinked, a circumferential delamination (2¿ in length) was observed, the c-marker band was observed to be in intact, the liner did not appear to be torn, the inflation balloon was bunched and the balloon legs were observed to have been flared.  Due to the complaint being visual in nature, no functional testing was performed.  The complaint was confirmed by visual inspection.  Furthermore, due to the nature of the complaint, no relevant dimensional inspection was able to be performed. During manufacturing the sheath undergoes multiple 100% inspections.  Prior to sheath shaft assembly the components were inspected for wrinkles, holes, tears, uneven or rough cut edges, burred edges, damage, peeling, and contamination.  During assembly, the liner was again visually inspected for wrinkles/damage, holes in the proximal liner, presence of the marker band, and to ensure that the distal edge of the marker band was within specifications from the liner distal edge.  After alignment of liner seam the assembly was visually inspected to check if the seam was straight, if the liner seam was uniform along the shaft, and if the distal end of the seam was within specifications.  Following lamination, the device was inspected for delamination, remnant lines, seam separation, stress lines in the liner, wrinkles, scratches, kinks, and bends.  The sheath shaft assembly underwent final inspection by manufacturing and quality for tip ID, shaft od, flash, tip damage, delamination, remnant lines, seam separation, stress lines or tears in the liner, wrinkles,  scratches, kinks, bends, and cross-linking across the liner.  During final device assembly, shaft components were again inspected 100% by manufacturing.  Additionally 100% visual inspection on the final assembly was performed by manufacturing and quality using a minimum of 3x magnification.  Visually inspect tip for flash and excess material using a minimum 10x magnification.   Visually inspect at 2.85x magnification for general cleanliness.  After sterilization, the sheath seam was visually inspected on sample devices from each lot under a sampling basis during product verification testing.  The samples were tested which included visual inspection and pre and post-expansion testing seam verification, including inspection for damage caused during expansion, liner tears, and fragments that have detached from the tip.  The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The lot number was not provided therefore a device history record (DHR) or lot history record review was not able to be performed.  A photography of the device was provided by the complaint site.  It shows the condition of the device directly following the procedure.  In this image, the esheath is delaminated at the distal end, and the inflation balloon is bunched and stuck at the distal end of the sheath. The instructions for use and the training manual were reviewed for guidance and directions regarding the use of the esheath.  No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed based on visual inspection of the returned device; however, no manufacturing non-conformances were identified during the investigation.  A review of the IFU and training manual revealed no deficiencies, and a review of complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint events. A review of manufacturing mitigations further supports that the esheath has proper inspections in place to detect issues related to the complaint.  Review of complaint history suggests that when withdrawal difficulty is encountered, excessive force and/or manipulation may have be applied when attempting to retrieve the delivery system through the sheath, resulting in liner delamination at the sheath distal tip. Withdrawal difficulty was reported for the delivery system used in this procedure.  The condition of the delivery system post-procedure and returned device suggest some difficulty was encountered while retrieving the delivery system through the sheath.  The photography provided shows bunching of the inflation balloon along with bunching of the sheath liner, which is indicative of this difficulty.  If the balloon becomes stuck during withdrawal, it can result in damage to the sheath (liner delamination) as additional pull force and maneuvering is applied to remove the device.  Available information therefore suggests that procedural factors contributed to the complaint event. It should be noted that the c-marker band did not embolized during the procedure. No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that procedural factors may have contributed to the events.  A complaint history review revealed that the failure mode occurrence rate did not exceed the february 2018 control limits for the applicable trend category.  No labeling, training, or IFU deficiencies were identified.  Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The sheath and delivery system were returned to edwards lifesciences for evaluation.  The returned sheath and delivery system were visually inspected for any abnormalities.  The sheath shaft was observed to be kinked, a circumferential delamination (2¿ in length) was observed, the c-marker band was observed to be in intact, the liner did not appear to be torn, the inflation balloon was bunched and the balloon legs were observed to have been flared.  Due to the complaint being visual in nature, no functional testing was performed.  The complaint was confirmed by visual inspection.  Furthermore, due to the nature of the complaint, no relevant dimensional inspection was able to be performed. During manufacturing the sheath undergoes multiple 100% inspections.  Prior to sheath shaft assembly the components were inspected for wrinkles, holes, tears, uneven or rough cut edges, burred edges, damage, peeling, and contamination.  During assembly, the liner was again visually inspected for wrinkles/damage, holes in the proximal liner, presence of the marker band, and to ensure that the distal edge of the marker band was within specifications from the liner distal edge.  After alignment of liner seam the assembly was visually inspected to check if the seam was straight, if the liner seam was uniform along the shaft, and if the distal end of the seam was within specifications.  Following lamination, the device was inspected for delamination, remnant lines, seam separation, stress lines in the liner, wrinkles, scratches, kinks, and bends.  The sheath shaft assembly underwent final inspection by manufacturing and quality for tip ID, shaft od, flash, tip damage, delamination, remnant lines, seam separation, stress lines or tears in the liner, wrinkles,  scratches, kinks, bends, and cross-linking across the liner.  During final device assembly, shaft components were again inspected 100% by manufacturing.  Additionally 100% visual inspection on the final assembly was performed by manufacturing and quality using a minimum of 3x magnification.  Visually inspect tip for flash and excess material using a minimum 10x magnification.   Visually inspect at 2.85x magnification for general cleanliness.  After sterilization, the sheath seam was visually inspected on sample devices from each lot under a sampling basis during product verification testing.  The samples were tested which included visual inspection and pre and post-expansion testing seam verification, including inspection for damage caused during expansion, liner tears, and fragments that have detached from the tip.  The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event.  A device history records (DHR) review performed revealed no issues that would have contributed to the complaint event.  Review of history for the lot revealed no similar complaints ¿sheath distal tip ¿ liner delamination¿.  A photography of the device was provided by the complaint site.  It shows the condition of the device directly following the procedure.  In this image, the esheath is delaminated at the distal end, and the inflation balloon is bunched and stuck at the distal end of the sheath. The instructions for use and the training manual were reviewed for guidance and directions regarding the use of the esheath.  No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed based on visual inspection of the returned device; however, no manufacturing non-conformances were identified during the investigation.  A review of the IFU and training manual revealed no deficiencies, and a review of lot history, DHR, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint events. A review of manufacturing mitigations further supports that the esheath has proper inspections in place to detect issues related to the complaint.  Review of complaint history suggests that when withdrawal difficulty is encountered, excessive force and/or manipulation may have be applied when attempting to retrieve the delivery system through the sheath, resulting in liner delamination at the sheath distal tip. Withdrawal difficulty was reported for the delivery system used in this procedure.  The condition of the delivery system post-procedure and returned device suggest some difficulty was encountered while retrieving the delivery system through the sheath.  The photography provided shows bunching of the inflation balloon along with bunching of the sheath liner, which is indicative of this difficulty.  If the balloon becomes stuck during withdrawal, it can result in damage to the sheath (liner delamination) as additional pull force and maneuvering is applied to remove the device.  Available information therefore suggests that procedural factors contributed to the complaint event. It should be noted that the c-marker band did not embolized during the procedure. No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that procedural factors may have contributed to the events.  A complaint history review revealed that the failure mode occurrence rate did not exceed the february 2018 control limits for the applicable trend category.  No labeling, training, or IFU deficiencies were identified.  Therefore, no corrective or preventative action is required.